Manufacturer narrative:
The customer called to report the issue on (B)(4) 2012. The customer was unable to return unused panels. The isolate ((B)(4)) was returned to bd for eval and received on (B)(4) 2012. Test results were reported on (B)(6) 2012. The batch history record was reviewed for this lot and was satisfactory. The isolate was tested with retention panels of the same lot and reported susceptible for both ampicillin and penicillin confirming the customers results. Quality retested the isolate in another panel lot in replicates of four. Ampicillin was susceptible twice and resistant twice. Penicillin was susceptible once and resistant three times. Disc diffusion confirmed resistance for both ampicillin and penicillin. In house resistance (B)(6) strain was tested in retention panels and reported resistant as expected. Growth curve analysis for the customer isolate (B)(4) revealed that the strain isn't growing well in phoenix. Further analysis from product support is underway to determine root cause. Add'l info will be submitted as testing and the investigation is completed.

Event description:
Customer called to report that an isolate of (B)(6) gave a false susceptible result for ampicillin and penicillin. When repeated, the ampicillin and penicillin results were resistant. The pt also had a second specimen that grew the same organism which was resistant to ampicillin and penicillin. The pt was initially treated with ampicillin based on the original sensitivity results. Once the second specimen result was reported as resistant, the original specimen result was repeated and a corrected report issued. Based on the results of the second specimen, appropriate changes to treated were instituted. The pt's stay was extended a couple of days due to the change in treatment.